Event description:
Boston scientific received information that this chronic right atrial (ra) lead was surgically abandoned during a scheduled device replacement procedure. Additional information was provided that the lead was found to be fractured, and was not pacing or sensing. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.